Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative:: d4: UDI: as the part number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif for femoral diaphysis fracture. The nail was inserted with 1.5mm over-reaming. Due to the narrow medullary cavity, the nail got stuck at the inferior part of the lesser trochanter, and the last 1cm of the nail could not be inserted. The screw part of the driving cap broke off and remained in the insertion handle hole. The insertion handle was removed and the nail was removed with extraction instruments. Since the nail could not be hammered in, 1.0mm over-reaming was performed, and the lesser trochanter was shaved with a starter reamer. The nail was replaced with a 9mm nail, and the new nail was inserted manually. Locking screws were inserted without any problems. The surgery was completed successfully with more than thirty minutes delay. The surgery was completed without any problems with implant fixation due to the use of an alternative. This report is for an unknown nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.